Event description:
It was reported by service report that the stair tread/tracks would not engage due to a cracked and detached belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.